Event description:
The pt experienced a fading in her stimulation sensation. The sensation only occurred in a certain part of town and only when she was using her cell phone. Also, when the cell phone lost reception, the pt also stopped feeling stimulation sensation. The implantable neurostimulator was not confirmed to be off at those times. The implantable neurostimulator had been implanted for 7 yrs and was last checked by an hcp 2 yrs earlier. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).